Event description:
During follow-up, non-sustained right ventricular oversensing episodes were observed due to post-paced t-wave oversensing (pptwo). Abbott technical support was contacted and confirmed pptwo and recommended reprogramming to resolve the event. The device was reprogrammed and the patient was stable with no adverse consequences.